Event description:
The device involved in this MDR report was explanted and returned 25 months after implantation because of absence of pacing and telemetry.

Manufacturer narrative:
6/13/06. This event concerns a device that was manufactured and used outside the united states. Upon reception, the returned device could not be interrogated with the standard programmer; in addition, no pacing pulses were present. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific mfg process. No similar mfg process is used in currently manufactured symphony/rhapsody pacemaker devices. In addition, this device was listed in the safety notice issued in 10/2005 related to metal migration on the potentially exposed symphony/rhapsody units.